Event description:
It was reported right atrial (ra) lead was explanted due to a lead fracture which was confirmed through procedural fluoroscopy images during pre-extraction. Also, an impedance of 3000 ohms was noted to indicate a lead conductor anomaly. A new lead was implanted. No additional adverse patient effects were reported.